Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, he went into the pool and once he let the device dry. The device had a blank display and alarmed button error. Customer's blood glucose was 107 mg/dl. The display went blank immediately after the device was exposed to water. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.